Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided the system was taken out of service and the medical director requested the system be reviewed and serviced given the patient incident. Terumo (B)(4) service confirmed no issues or problems with the machine.

Event description:
The customer reported that the patient was undergoing therapeutic plasma exchange (tpe) for heart rejection and suffered a cardiac arrest at 18 minutes into the procedure. The patient was forcefully coughing and having trouble catching his breath. He then became suddenly unresponsive and the procedure was immediately stopped. The code team was called and the patient was found to have pulseless electrical activity (pea). Extensive attempts to resuscitate the patient were made but the patient expired. No alarms or leaks were noted during the procedure. Autopsy reports are pending. Per the customer, at this time, the patient's incident is not related to the apheresis machine or the disposable apheresis set used during the procedure. The patient received no previous apheresis procedures and there were no other treatments at the time of the plasmapheresis. Full patient ID is (B)(6). The disposable set is not available for return because the customer discarded it. This report is being filed due to patient death, although per current information there is no malfunction with the terumo (B)(4) device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer reported that the FDA reviewed this complaint and determined that the tpe procedure was not the cause of the patient fatality. The cobe spectra apheresis system essentials guide provides cautions and warnings to the operator regarding patient reactions. The guide provides the caution 'the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly. However, it is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient. 'Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The patient autopsy record was requested from the customer, but was not provided. The patient suffered a cardiac arrest and could not be resuscitated. FDA review determined that the procedure was not the cause of the patient death. Root cause: this disposable set was unavailable for specific root cause analysis. The patient fatality is likely related to the patient's disease state and medical history.